Event description:
It was reported that the patient was in bradycardia, and that there was possible oversensing and inhibition of pacing. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.